Event description:
Allegedly 4.5 yrs post-op head fracture while mounting horse. Allegedly a very active female. She took a hard fall on the slopes and felt a "pop" 3 days later after mounting horse. Neck extractor for the stem did not work. The t-handle sheared. After about 45 mins effort, applied distraction force to neck and "tapped" the stem with a stem inserter. After 30 secs of tapping, the modular neck came loose. Upon removing the cup for revision, only found a small "spot weld" of bone despite the asymptomatic pt. Add'l info 2008: pt felt clunking and subluxation in her head. Failure of product caused revision.

Manufacturer narrative:
Investigation is not completed. Add'l info has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The event device code is addressed in the package insert. This report will be amended when the investigation is complete. This product was manufactured in another country. This is the same event as 1043534-2008-00010, 00011, 00012, 00013, and 3003379990-2008-00001.